Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The most recent repair was performed on (B)(6) 2021. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for cystoscopy, no image was displayed. The intended procedure was completed with another device. There was no report of patient injury associated with the event.